Manufacturer narrative:
.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date unavailable at this time. A medtronic representative inspected the navigation system onsite and replaced the camera cable. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the camera connector for the navigation system was faulty. The system could not see the camera. There was no patient present when this issue was observed.